Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6)2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high defibrillation impedance. Follow up was conducted and no intervention was performed on the lead. The lead is still in use. As well, during follow up it was noted that the patient's implantable cardioverter defibrillator (ICD) was alarming. Follow up with the clinical specialist indicated that the alarm was due to the high impedance of the right ventricular (rv) lead. The alarm was shut off and there were no other device issues. The device is still in use. No patient complications have been reported as a result of this event.